Manufacturer narrative:
Concomitant medical products: product ID: 2210, product type: ipg, implanted: (B)(6) 2011 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance which lead to a polarity switch to unipolar. Noise was also identified. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.